Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted he lysed the small bowel adhesions to the mesh. He noted the mesh had become detached and removed the mesh. It was reported that the patient experienced severe pain, torn mesh, discomfort, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. It was reported that the patient had a mesh implanted on (B)(6) 2011 and underwent removal surgery and hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted the mesh was torn, wad debrided and removed which are captured in separate files.